Event description:
It was reported that t:slim x2 pump battery would not charge when customer used third-party wall adapter, and pump did not recognize charging connection despite using working outlet and remaining connected for at least 30 minutes. There was no adverse impact to the customer's blood glucose level. Customer later reported that pump had shut down but charging issue was resolved after switching to tandem charging cable and wall adapter, and customer was advised to rely on multiple daily injections if battery depleted before receiving replacement supplies, to restart continuous glucose monitoring sessions after shutdown, to note that insulin on board and maximum hourly bolus were reset to zero, and to monitor pump and call back if issue persisted.